Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419378 lead, implanted: (B)(6) 2004; 5076-45 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient may have received an inappropriate shock due to an atrial arrhythmia with a rapid ventricular rate. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.